Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed no visible damage on the balloon. Functional analysis was performed; the balloon was inflated and deflated without difficulty. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed. (B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon was used during a nephrolithotomy procedure performed on (B)(6) 2016. According to the complainant, during inflation, the balloon burst in the patient's kidney. It is unknown if there were pieces of the balloon that detached inside the patient or how they were removed. The procedure was completed with another nephromax dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.